Manufacturer narrative:
Additional information was received that at explant, the transcatheter valve was reported to be under-expanded. Updated b5. Updated b7. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation conclusion: high gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricle (lv) dysfunction, etc). Based on the information received and the observations gathered from the product analysis, heavily calcified leaflets may have been a contributing factor to the reported high gradient. However, this could not be confirmed by medtronic, so a conclusive cause for high gradient could not be determined from the information available. Additional codes: corrected to include imf and img codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Regulatory rep # 2025587-2019-03028 follow up #004 the aware date was corrected from 2022-10-17 to 2022-11-17 as the date was incorrectly submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that prior to the explant of the valve, the valve gradient measured 44.9 millimeters of mercury (mmhg). No additional adverse patient effects were reported. Additional analysis: there were no signs of distortion or damages on the frame. Due to the return condition of the valve, a deployment simulation to evaluate against the allegation of ¿frame under expansion¿ could not be performed. Additional investigation: additional information was received that at explant, the transcatheter valve was reported to be under-expanded. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case, a deployment simulation to evaluate against the allegation of ¿frame under expansion¿ could not be performed due to the return condition of the valve. Based on the information received and the observations gathered from the product analysis, heavily calcified leaflets may have been a contributing factor to the reported under expansion. However, a conclusive cause of under expansion of the valve could not be determined from the information available. The associated frame record was reviewed. The device met all manufacturing specifications for final product release and no issues w ere identified that would have impacted this event. This event does not indicate device misuse or malfunction. Additional data: h6 - device code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, evidence of vegetation was not observed on the valve. All leaflets were partially opened with extensive extrinsic calcification nodules appearing to impede coaptation. All leaflets were tan-brown and stiff. The inflow crown tips exhibited off-white pannus (host tissue). Significant extrinsic calcification nodules were noted on all three leaflets. Calcification appeared to originate from the inflow extending to the outflow. Tissue deterioration resulting from the extensive calcification observed on leaflet 3. All commissures appeared intact. Radiography revealed extensive calcification on valve skirt and leaflets. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Prosthetic valve dysfunction, such as stenosis, is listed as a potential adverse event in the device instructions for use (IFU). Stenosis of bioprosthetic valves can be a manifestation of structural dysfunction (e.g. Calcification and thrombosis), and/or non-structural dysfunction (e.g. Pannus and obstruction). Factors that can contribute to the onset of stenosis may include patient medical history (e.g. Age, disease stage, and comorbidities), pharmacological factors, or intrinsic properties of the valve. However in this event, per the physician, the aortic stenosis and/or leaflet immobility could have been a result of endocarditis from systemic back/spinal infection which occurred approximately fourteen months after the valve was implanted. It was also reported that blood culture for streptococcus mutans was positive one month prior to the back/spinal infection but all subsequent cultures were negative. Calcification is a bioprosthetic valve failure that is patient influenced. As calcium deposits form on the valve, they can potentially cause narrowing at the opening of the valve, leading to stenosis and leaflet immobility. The presence of calcification and its rate of formation is dependent on patient condition (e.g. Blood chemistry). Based on the information received and the observations gathered from the product analysis, the reported stenosis and leaflet immobility was likely attributed to the heavily calcified leaflets, and not to endocarditis, which was initially suspected. It should also be noted that per the explanting physician, the valve did not visually show the presence of endocarditis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis is in progress. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years, two months and twenty-four days following the implant of this 26 mm transcatheter bio prosthetic valve, implanted within a surgical valve, the transcatheter valve was explanted due to possible aortic stenosis and/or leaflet immobility. Per the physicians, it could have been a result of endocarditis from systemic back/spinal infection which occurred approximately fourteen months following the valve implant. A positive blood culture for streptococcus mutans was also reported one month prior to the back/spinal infection. All subsequent cultures were negative. Of note, the one year follow-up echocardiogram showed no signs of degeneration, stenosis or vegetation and the leaflets appeared to move freely. Per the explanting physician, visually, the valve did not appear to show the presence of endocarditis. The leaflets of the surgical valve were also explanted and a non-medtronic valve was implanted. No additional adverse patient effects were reported.